Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the definitive cause for the reported crack of gripper cap could not be determined. The subsequent leak in gripper cap is a cascading effect of observed crack on gripper cap. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other clip delivery system, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report the crack in the gripper cap resulting in a leak. It was reported that during preparation of the first clip delivery system (cds 80717u173), a leak was noted on the gripper cap due to a cracked cap. The cds was not used in the anatomy and was replaced. During preparation of the second cds (80717u175), only one gripper moved down and the other did not move. The cds was not used in the anatomy and was replaced. A new cds was used to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.